Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down due to the uninterruptible power supply (ups) lost power, they were able to reboot the cns which resolved the issue. No patient harm reported. Investigation summary: while troubleshooting with nihon kohden technical services (nk ts) the customer was able to identify that the problem was caused due to a degraded ups. The customer resolved the issue internally. Investigation determined the reported issue does not require further investigation through a corrective action or preventative action (CAPA) since the issue was caused due to the failure of a non-nk manufactured accessory device and was not due to a nk device malfunction/deficiency. Attempt #1 09/28/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns, but the model and serial number(s) were noted as no information (ni), as attempt(s) to obtain the information were made but no replies were received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down due to the uninterruptible power supply (ups) lost power, they were able to reboot the cns which resolved the issue. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down due to the uninterruptible power supply (ups) lost power, they were able to reboot the cns which resolved the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down due to the uninterruptible power supply (ups) lost power, they were able to reboot the cns which resolved the issue. No patient harm reported.